Event description:
It was reported that this lead was an attempted implant. During the procedure, despite repositioning the lead multiple times, pacing could not be delivered even at high outputs. The lead was exchanged, and the procedure was successfully completed without adverse effects. It was stated that the lead would not be returned.